Event description:
The reporter stated the surgeon inserted an micl13.2 implantable collamer lens, and the the lens caught on the iris, and flipped. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The reporter stated this was due to the patient's anatomy. Another same type of lens was implanted.